Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What size of the needle piece is retained in the patient? What tissue is the needle piece retained in? Does the surgeon plan to perform an additional procedure to remove the needle piece? What is the patient age, gender, weight for our records? What is the current condition of the patient? A needle in two pieces was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was predominately intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. This failure mode is not common for a needle, which typically fails primarily in a ductile manner.

Event description:
It was reported that a patient underwent a lumbar drain placement procedure on (B)(6) 2017 and suture was used. During the procedure, the needle broke off in an unspecified location in the patient's back. An x-ray of the area was to be done to determine if the piece could be retrieved. Additional information has been requested.

Manufacturer narrative:
Corrected information: evaluation summary a fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was predominately intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. This failure mode is not common for a needle, which typically fails primarily in a ductile manner.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug.should additional information be provided a supplemental emdr will be submitted.note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned

Manufacturer narrative:
Corrected information: summary, evaluation codes the actual sample was returned and evaluated. A fracture was observed in the body of the needle. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features. These failure modes are not common for a needle, which typically fails primarily in a ductile manner. Reshape testing cannot be performed because there are no representative samples.